Event description:
Device malfunction: stent jumped symptoms/ae: placement of a second unplanned stent. Time of malfunction/ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, the rx acculink stent jumped distally during deployment. A second rx acculink stent was deployed proximally to completely cover the target lesion. There was no adverse pt sequelae reported. One day post-procedure, the pt was discharged to home. Although requested, there was no add'l info provided.

Manufacturer narrative:
Study event. The stent delivery system is expected to be returned for eval. It has not yet been received. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.